Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.